Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 22mg/dl, 176mg/dl. Tests were done 5 minutes apart with a difference of 137mg/dl. Patient did not experience any adverse events. No further information has been reported.